Manufacturer narrative:
Block b3: exact date unknown, event occurred as per fax date of service prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had experienced inadequate stimulation due to the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted device will not be returned per facility policy.